Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, during a nephrectomy case, the doctor stated that he clamped the device on the renal hylum. When he fired, the doctor was not able to retract the black handle to open the reload. He placed a clamp next to the reload and cut the reload off the tissue. He then oversewed the area. There was tissue loss and blood loss. The patient did need a blood transfusion but the doctor felt that, due to the condition of the patient prior to the incident, the transfusion may not have been due to the this incident. There was an extension of over 30 minutes but no adverse event due to the extension. No reinforcement material was used. Patient is now fine.

Manufacturer narrative:
(B)(4): post market vigilance (pmv) led an evaluation of a stapler and a reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products and an evaluation of the returned devices. This examination noted significant vane deformation in the cartridge sled indicating the device was applied to tissue thickness beyond the indicated range for use. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production.

Manufacturer narrative:
(B)(4).